Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 70% stenosed target lesion was located in the left main (lm) coronary artery bifurcation. A 2.25x20mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, post stent deployment, the stent shortened and the proximal lesion could not be covered. As the stent was in the lm bifurcation and the physician have thought that it was in a special position, the physician did not implant another stent to treat. Instead, the patient was given medication. No patient complications were reported and the patient's status was stable.